Event description:
During coil embolization within the dural fistula, the dcs sysringe was used and three coils were placed without difficulty. During attempts to detach the fourth coil, the syringe was taken to the green zone & then the red zone and the microcatheter was repositioned; the coil did not detach. This coil was resheathed and removed from the microcatheter. There were no abnormalities noted with the syringe. Another coil of the same size was placed in the fistula and detached without any problem. There was no report of pt injury.